Event description:
During surgery, when the cement was being mixed, a small piece of glass ampoule was found in the mixture. They got rid of it and used the cement for surgery.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. It was reported that a particle of the ampoule fell into the cement. This would indicate that the ampoule was opened over the mixing container whereby a glass particle fell into the container. Review of the packaging insert, reference c3-04, version oct. 2010 indicates in precautions about the method of use: do not open the ampoule over the mixing container. Pieces of glass may fall into the container and get intermixed with the bone cement. Based on the information provided it has been determined that this event is associated with an off-label application. The reported event regarding a glass particle falling into cement involving simplex bone cement was reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the us.

Event description:
During surgery, when the cement was being mixed, a small piece of glass ampoule was found in the mixture. They got rid of it and used the cement for surgery.